Event description:
It was reported the patient still had concerns regarding their device or therapy, but was working with their new healthcare provider or manufacturer representative. Appointment dates of (B)(6) 2015 and (B)(6) 2015 noted.

Event description:
It was reported that one of the leads was not working.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v682837, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s implant had not worked for over a year. The patient felt a ¿weird, electrical type feeling¿ and then it stopped working. The stimulator ¿went south¿ after one year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.